Event description:
It was reported that a pump was flipped, causing the catheter to coil in the pump pocket. X-rays were performed that confirmed the flip, and surgical intervention was required on the day of this report to partially explant and replace the affected section of catheter. The device was discarded by the customer. The pump was used to infuse morphine. No patient outcome was reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that x-rays were taken on (B)(6) 2014. The healthcare professional (hcp) stated that distal catheter segment had been left in the intrathecal space as it was left intact after the flipped pump. The patient recovered without permanent impairment.